Manufacturer narrative:
There was no information available regarding the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The name of the facility is (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament fixation for prolapse procedure performed on an unknown date. According to the complainant, the patient came back post procedure and told the physician that she was having a lot of pain. When the physician went back in to re-intervene on the patient, he realized that he had taken the device too deep and actually had grabbed the patient's nerve. Reportedly, a stitch was removed by the physician which he thought was causing the pain right after the surgery on the same day. The physician then had to bring the patient back the next day to remove all sacrospinous ligament stitches. The pain was then resolved. No additional stitches were placed on the patient. There were no other patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.